Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that clinician experienced a shock when unplugging the device. Additional information was received through customer follow up on 16mar2026 which stated the pcu was plugged into a standard wall outlet at the time. No liquid or fluid was near the device at the time. No additional medical devices were plugged into the same outlet and the power cord was a bd power cord. The clinician experienced redness and swelling to the right forearm. Labs, EKG and IV fluids were given. Additional information was provided during an on-site visit by manufacturer representative. It was reported by customer that the device was not actively infusing at the time of the event. The nurse was preparing to move the device to a different room and reached down to unplug it from a standard wall outlet. During the unplugging process, the nurse observed sparks and smoke at the outlet/plug interface. She initially reported difficulty releasing the plug while it was partially inserted in the socket but was subsequently able to fully remove it. The nurse denied the presence of water or liquid on the floor and stated that her hands were not wet at the time of the event. She was wearing a silver bracelet, which sustained visible damage. It is unknown whether there was hand sanitizer residue or moisture beneath the bracelet at the time of the incident. Visual inspection of the power cord revealed no apparent damage, including no fraying or breaks. Examination of the plug identified a bent ground prong. One power prong (marked with code ¿7712,¿ possibly including ¿kc,¿ though the marking was difficult to fully discern) demonstrated external discoloration with what appears to be melted metal at the top of the prong. Additional discoloration was noted on the rounded and flat portions of the plug surface, which appeared topical in nature. No visible damage was observed inside the plug at the electrical connection points. Photographs were provided. No apparent damage was noted along the top portion of the power cord. Upon visual inspection the pump module a had a small crack on the exterior hinge as well as dull and damaged iui connectors with slight corrosion. Pcu was noted to have some take with residual fluid on the bottom corner of the faceplate. Housekeeping personnel are responsible for cleaning devices in patient rooms following patient discharge. Staff reported using diversey virex disinfectant, prepared according to dilution instructions. A cleaning cloth is dipped into the diluted solution, wrung out, and used to wipe surfaces within the room. The exterior surfaces of the devices are wiped using the damp cloth, including the iui connectors, power cord, and IV pole. The devices are cleaned externally only; modules are not separated, doors are not opened, and no internal components are accessed during cleaning. Following application of the disinfectant, the surfaces are not wiped with a secondary damp cloth to remove residue. Housekeeping staff reported that no brushes or isopropyl alcohol are used when cleaning the iui connectors.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an electrical shock when unplugging the device was not confirmed through a review of the provided photos alone and no devices or logs were provided for analysis. Based on the thermal damage at the base of the hot (line) contact of the power plug, as well as corresponding thermal damage on the silver bracelet, it is likely that the electrical shock occurred due to physical contact between the energized hot (line) side of the a/c power plug and the silver bracelet worn by the clinician when unplugging the pcu. An inspection of the suspect pcu (s/n (B)(6)) was performed on site by a bd representative. Pictures, along with a summary of their findings, were provided in an email. The pictures show the state of the power plug and were accompanied by the following on-site analysis: ¿the cord does not appear to have any damage along the insulation or at the top of the cable. No fraying or breaks noted in the cord. The plug itself had a bent ground prong. The power prong also has external discoloration with what appears to be melted metal at the base of the prong. There is some discoloration on the rounded and flat portion of the plug, but it seems topical. No visible damage inside the plug where the plug is soldered to the cables.¿ pictures of the power outlet before and after replacement were provided with the following description: ¿all outlets have a metal plate around them which is reportedly a grounding plate. The facility replaced the outlet but you can still see the scorched mark on the plate.¿ it was reported that the clinician was wearing a metal bracelet (reportedly silver) at the time of the incident. It was noted during the site visit that black residue was observed on the surface of the bracelet. Incidental findings were also noted on the devices: a crack was observed on the door hinge of pump module s/n (B)(6), a tape with dried fluid residue was observed on the bottom of pcu s/n (B)(6), and very minor corrosion were observed on the right (male) inter unit interface (iui) connector of pump module s/n (B)(6). Testing and log analysis could not be performed since no devices were received for investigation. It is highly recommended that the suspect devices are provided to the dchu laboratory for proper inspection and testing in order to perform a more detailed investigation. The bd alaris system user manual (v9.33) states the following instructions for an electrical shock hazard: turn the instrument off and unplug the power cord from ac power before cleaning. Do not spray fluids directly onto the instrument or into the iui connectors. Do not steam autoclave, eto sterilize, immerse the instrument in fluids, or allow fluids to enter the instrument case. Do not connect a module until the iui connectors are thoroughly dry. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the probable cause of the reported electrical shock is attributed to direct physical contact between the energized hot (line) side of the a/c power plug and the silver bracelet reportedly worn by the clinician. Examination identified localized thermal damage at the base of the hot (line) contact of the power plug, as well as corresponding thermal damage on the silver bracelet. The observed damage is consistent with direct contact between the energized hot (line) conductor and the bracelet during unplugging of the pcu while connected to a/c power, resulting in localized heating and thermal damage at the points of contact. The failure mechanism originated externally to the alaris system pcu power input and does not indicate an internal device malfunction or product issue. Note that this report lists imdrf annex a1801, c0601, d15, g04037, a1006, c11, g02026 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that clinician experienced a shock when unplugging the device. Additional information was received through customer follow up on 16mar2026 which stated the pcu was plugged into a standard wall outlet at the time. No liquid or fluid was near the device at the time. No additional medical devices were plugged into the same outlet and the power cord was a bd power cord. The clinician experienced redness and swelling to the right forearm. Labs, EKG and IV fluids were given. Additional information was provided during an on-site visit by manufacturer representative. It was reported by customer that the device was not actively infusing at the time of the event. The nurse was preparing to move the device to a different room and reached down to unplug it from a standard wall outlet. During the unplugging process, the nurse observed sparks and smoke at the outlet/plug interface. She initially reported difficulty releasing the plug while it was partially inserted in the socket but was subsequently able to fully remove it. The nurse denied the presence of water or liquid on the floor and stated that her hands were not wet at the time of the event. She was wearing a silver bracelet, which sustained visible damage. It is unknown whether there was hand sanitizer residue or moisture beneath the bracelet at the time of the incident. Visual inspection of the power cord revealed no apparent damage, including no fraying or breaks. Examination of the plug identified a bent ground prong. One power prong (marked with code ¿7712,¿ possibly including ¿kc,¿ though the marking was difficult to fully discern) demonstrated external discoloration with what appears to be melted metal at the top of the prong. Additional discoloration was noted on the rounded and flat portions of the plug surface, which appeared topical in nature. No visible damage was observed inside the plug at the electrical connection points. Photographs were provided. No apparent damage was noted along the top portion of the power cord. Upon visual inspection the pump module a had a small crack on the exterior hinge as well as dull and damaged iui connectors with slight corrosion. Pcu was noted to have some take with residual fluid on the bottom corner of the faceplate. Housekeeping personnel are responsible for cleaning devices in patient rooms following patient discharge. Staff reported using diversey virex disinfectant, prepared according to dilution instructions. A cleaning cloth is dipped into the diluted solution, wrung out, and used to wipe surfaces within the room. The exterior surfaces of the devices are wiped using the damp cloth, including the iui connectors, power cord, and IV pole. The devices are cleaned externally only; modules are not separated, doors are not opened, and no internal components are accessed during cleaning. Following application of the disinfectant, the surfaces are not wiped with a secondary damp cloth to remove residue. Housekeeping staff reported that no brushes or isopropyl alcohol are used when cleaning the iui connectors.